Event description:
Reporter alleged the test strip vial labeling is smeared. It was reported the catalog and lot number as well as the expiration date was smeared. No treatment received and no actions taken reportedly. A request was made for the return of the suspect device and replacement product was sent.